Event description:
Consumer stated he just got a nite protector a few weeks ago and he started wearing it but the first time it didn't fit too well, so he re-molded it, but it seems like it's falling apart in one place and it's irritating his mouth.